Manufacturer narrative:
(B)(4).

Event description:
The patient had an infection. The source of the infection was not reported. It was unknown if the infection was related to the implanted device. It was later reported that the patient was admitted with projectile vomiting. The patient was subsequently diagnosed with meningitis and the pump was explanted. Per the neurosurgery resident, there was evidence of a pocket infection with redness at the pocket site. They believe that it migrated along the catheter to the csf (cerebrospinal fluid). The pump contained baclofen, the last dose recorded by the managing physician was 224.8 mcg/day. As of (B)(6) 2010, they were still trying to manage the patient's withdrawal; "he was quite spastic". He was on oral baclofen and valium. At last report on (B)(6) 2010, the patient was doing well and was on a regular nursing floor.